Event description:
It was reported that there was no problem in the foley catheter during placement in the operating room, but after going up to the ward, the urine flow was poor. Per sample received on 23may2024, it was reported that three additional samples were received for the pcn#119314.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Per visual comparison with the sample evaluated in the current record, the photos label as "1" are the ones related with the current record, the remaining photos will be evaluated in the other records associated with the additional 3 units received. Eight photos were evaluated for this record, the first photo shows a top view of the drainage bag with the catheter and tubes. The next three photos show the catheter tip evidencing balloon mushroomed, funnel and the sample port. The next three photos show the urine collector with urine residue and the bag date code 2102h. The last photo shows the catheter cap with the printed lot number. Per sample inspection it was not evidenced cuffing, the balloon was inflated with 10 ml of methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and concentricity was found within specification. The inhouse syringe was connected and it passively deflate in two minutes and 39 seconds with no issues or cuffing. The drainage funnel was flushed with water, and no obstruction was evidenced. The drainage bag was flushed, and it was able to fill it and empty it with no obstruction. The eyelets were inspected, and it was noticed that one of them was irregular. This does not meet specification as per as per inspection procedure which states: "dimensions per print. Record results. Required 20x magnification". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be punching die damaged. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings 1. Method for use. (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder or urethra may be injured. 2. Applicable patients. Patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications. 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients patients with known allergy to silver coated catheter." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.